Event description:
It was reported that a spectrum pump was alarming for system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.